Manufacturer narrative:
Per the field service representative (fsr), the user facility's biomedical engineer (biomed) turned off the base to the perfusion system and unplugged it. The biomed then replugged the system back in and turned on the base and the red light on the battery unit stopped flashing. The fsr stated the system base had to be reset. The system has been working since. The unit will be serviced next month when the preventive maintenance (pm) is due.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, there was a flashing red light on battery unit of the perfusion system. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.